Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Analysis of the implantable neurostimulator serial# (B)(4) found ins was normal end of life with eri or eos. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for other non-malignant pain. They reported that the battery was replaced with impedance issues. Lead impedances out during procedure. Difficulty noted removing leads from the replaced battery. Impedances checked prior to procedure and five electrodes were noted to be out of normal limits. Proceeded with battery change. Programming did not use the affected electrodes. Lead were scheduled to be revised by neurosurgeon. The issue was not resolved at the time of this report. The implantable neurostimulator was explanted on the date of this report. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.